Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and pump had experienced high blood glucose level and treated with bolus. The customer¿s blood glucose was over 600 mg/dl and the sensor glucose was 110 mg/dl at the time of the incident. The customer¿s current blood glucose was over 600 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was not suspended due to sg values. Customer declined troubleshoot for high blood level. The sensor will not be returned for analysis.